Manufacturer narrative:
(B)(6). Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. The blade was actuated and it was confirmed that the blade became stuck towards the front of the jaws which would prevent the jaws from opening; however, the blade was able to be manually pushed back by moving the blade lever forward. The handle was examined and the spring component, which assists in the return of the blade, was found to be dislodged from its post. The root cause of the issue may be due to manufacturing issue in placing the spring onto the post. If the spring is placed in different configurations onto the post, it can potentially become dislodged through handling and use. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is currently researching possible process enhancements intended to further minimize the potential for this type of incident to occur. Additional information was requested and provided. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Rectum laparoscopic - "jaws stayed closed even after opening the handle." Patient status "ok."